Manufacturer narrative:
A ge service rep performed an onsite investigation. The x-ray tube needed to be replaced. No further info is available.

Event description:
The customer reported that the system would not produce an x-ray. No pt injury was reported.